Event description:
During cardiomems sensor implant on (B)(6) 2026, the sensor migrated to the right atrium as the physician was removing the delivery system. The sensor was not calibrated as right atrial pressures were not obtained during the procedure. On (B)(6) 2026, it was confirmed that the sensor had migrated to the right pulmonary. At this time, a right heart catheterization was performed to calibrate the sensor. Additional information was requested.